Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 56.0 and 107.0 cm from the hub. Blood was observed throughout the exterior of the ace 68, and blood was flushed out of the ace 68 lumen during decontamination. Conclusions: evaluation of the returned device revealed that the ace 68 was kinked. The type and location of damage observed on the ace 68 typically occurs if the ace 68 is withdrawn from the packaging shell prior to removing the tubing tray. Blood was observed on and inside the ace 68 during decontamination. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the proximal end of the penumbra system ace 68 reperfusion catheter (ace 68) was kinked upon removal from the packaging of the penumbra system ace 68 hi-flow kit (kit). The kinked ace 68 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 68.